Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator subsequent to placement of a "tight-fitting helmet" on the patient's head, approximately on week after implantation. The patient underwent revision surgery on (B)(6) 2012, during which the device was explanted and the patient was reimplanted with another device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.